Manufacturer narrative:
An event of migration and patient death was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The valve was sized correctly based on the patients annular dimensions. It was reported that the valve was deployed at implant depth of 4 mm on the non-coronary cusp and -1 mm on the left-coronary cusp. Based on the information received, the cause of the reported incident could not be conclusively determined. The valve was deployed very shallow at -1 which was the likely the major contributor to the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. The migrated valve was snared into the ascending aorta. Please note that per the navitor instructions for use, "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve (nvtr-29, (B)(6), was chosen for implant, using a large flexnav delivery system. The annular dimension was measured to be 78.8mm perimeter, area 479.3, diameter 25.2 average. Upon crossing the valve with a non-abbott wire, before the valve was in the body, the patient began deteriorating and blood pressure was noted to drop significantly. Upon angiogram, there was a wide-open aortic insufficiency and there was also mention of mitral regurgitation. With the patient decompensating, the physician opted to hurry and attempt to place the valve. It was decided to not do the pre-implantation balloon aortic valvuloplasty (pre-bav) and go straight in with the valve. They exchanged the sheath for the large flexnav delivery system and got the valve into the aortic position and began deploying. Upon reaching 80% deployment, they took a picture to check depth and chose to release the valve with an implant depth of 4mm on the non-coronary cusp and -1mm on the left-coronary cusp. The valve migrated to the sinus of valsalva upon release, noting that it was not in contact with the annulus on the side of the left cusp. In the user¿s opinion, there was sufficient calcium to allow anchoring of the device. The valve was snared into the ascending aorta and proceeded to attempt a second valve. As they were evaluating the second valve (nvtr-29, (B)(6) at 80% deployment, the patient became hypotensive and went into cardiac arrest with ventricular fibrillation. It was decided to recapture and remove the valve to stabilize the patient. After an extended time, the patient was stabilized by placing an impella mechanical support device and placing the patient on bypass. At this time, it was decided to open a third valve (nvtr-29, (B)(6) for implant, that was then successfully implanted with a depth of 5mm on the non-coronary cusp (ncc) and 5mm on the left coronary cusp (lcc). The patient stabilized for a short time but then was unable to come off the support that was being provided by being on bypass. After an extensive discussion by numerous physicians, support was stopped, and the patient then passed on (B)(6) 2023.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.